Manufacturer narrative:
As a resolution, replacement parts were ordered and installed by the field service engineer. The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to the failed fluorescent lamp.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touch screen stays dark when vent is turned on. The customer reported the ventilator does boot up. The customer reported there is no patient involvement associated with the event.